Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The device was returned for a product development evaluation and the tip of the screwdriver was broken off. The break was oblique and approximately 11 mm from the tip transition to the shaft outer diameter on one side, and 7 mm on the opposite side. The fracture surface was homogenous and there was no indication of material irregularities. The returned device was manufactured in august 2002 and is over 9 years old. As noted in previous evaluations, these devices are used to tighten and loosen screws with a t15 stardrive recess. The recommended tightening torque is 1.5nm, which causes no deformation or stripping. Removal can present issues, however, as over time the combination of debris in the recess, bony overgrowth and screw binding can make removal very challenging. There are many factors that influence the ability to remove screws without stripping the screwdriver or recess. These factors include proper engagement of the screwdriver in the recess, orientation of the screwdriver, applied torque, and rotational speed of the driver. The design is adequate for the intended use and the complaint is invalid from a design perspective.

Event description:
It was reported that during an open reduction internal fixation ankle, procedure, as the surgeon was inserting the screw, the tip of the screwdriver sheared off. A broken fragment was retrieved and discarded. The surgeon used another screwdriver shaft to complete procedure with no further problems and no harm to the patient.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.(B)(4).

Event description:
This is report 1 of 1 for file (B)(4).